Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci s total laparoscopic hysterectomy with left salpingo-oophorectomy procedure on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional information provided includes a discharge summary from a subsequent hospitalization for vaginal bleeding on (B)(6) 2012 there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012 patient presented with vaginal bleeding. The patient was observed in the hospital where an examination showed an area of bleeding on the vaginal cuff. Simple pressure was applied with a 4x4 sponge and the bleeding stopped. The patient was discharged on the same day to her home in good condition. No additional information was provided after the date of discharge.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complications experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient experienced bleeding on the vaginal cuff after undergoing a da vinci s total laparoscopic hysterectomy with left salpingo-oophorectomy.